Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 441 mg/dl. Customer¿s high blood glucose value of 205 mg/dl at the time of incident. Customer alleging possible insulin pump under delivery. Customer was performed high pressure test and no alarm was detected. Customer stated that the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at reservoir tube window corner and cracked reservoir tube lip.